Manufacturer narrative:
A device history record review was conducted and this lot of products met all requirements per the applicable manufacturing quality plan. This is one of 3 products involved with the reported event. The associated manufacture report numbers are 9616099-2007-01866 and 9616099-2007-01865. Additional information will be submitted within 30 days of receipt.

Event description:
According to the report from the study, the patient was readmitted 2 days post-procedure with a non q-wave, inferior, myocardial infarction (mi). Coronary angiogram revealed a 95% stent thrombosis in the first obtuse marginal (om1). The lesion was treated with single vessel poba conducted at the bifurcation of the circumflex and first om. The cypher in the proximal cfx and cypher located in the distal circumflex were reported to have no evidence of in-stent restenosis or peri-stent disease and a timi flow of 3. Peak ck was 3 times above unl and troponin was >=5 times above unl. The patient was discharged three weeks later and readmitted three days later with ongoing chest pain. The patient remains in the hospital with a diagnosis of unstable angina. Approximately three months after the index, the patient was re-hospitalized for chest pain. Electrocardiogram exhibited no changes and troponin was negative. During this admission, the patient developed rectal pain. The study reported these events unlikely related to the cypher stent and index procedure. The patient is a male with a history of previous pci (with thrombosis), family history of coronary artery disease, hypertension, hyperlipidemia, smoking, and myocardial infarction. Medications at before the index procedure were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blockers. The indication for the intervention was an acute inferior myocardial infarction. Medication at the time of the intervention was gpiib/iiia inhibitor (aggrastat) and unfractionated heparin. Prior to the procedure, the patients troponin levels were >=5 times above the upper normal level (unl). Post-procedure, troponin levels were <2 times above unl. The target lesions were the mid circumflex artery (mid cfx) and the 2nd obtuse marginal (om2). The lesion was a de novo, bifurcation and a classification of c. The mid cfx was 2.75mm in diameter and the lesion was 10mm in length. Pre-procedure stenosis was 95% and timi flow was 2. The om2 had a vessel diameter of 2.5mm and the lesion length was 8mm. Pre-procedure stenosis was 50% and timi flow was 3. Both lesions were predilated with a 2.0 x 20mm maverick balloon at 18 atm (cfx) and 8 atm (om2). Following pre-dilation, a dissection (type b) was noted in the proximal om2. The mid cfx and om2 were stented using a modified t-stenting technique. A cypher(second) was deployed at 10 atm in the mid cfx and a cypher(first) was deployed in the om2 at 18 atm. The dissection, which extended retrogradely into the proximal cfx, was stented with a cypher(first) at 18 atm. Post stent-dilation was performed with a 2.75 x 12mm maverick balloon at 18 atm from distally backwards. The two cyphers were overlapping. Post-procedure timi flow was 3 and stenosis was 0%. Ivus was not used. The patient was discharged the next day. Medications at discharge were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blockers.